Manufacturer narrative:
Select patient information cannot be provided due to regional privacy regulations. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced a loss of connection between pump and the mobile device. The customer reported no adverse event. The event involved product(s) mmt-6102. Troubleshooting was performed and it was unable to complete troubleshooting or provide instructions, insufficient information to escalate. No harm requiring medical intervention was reported. A product return is not applicable for non physical devices.

Manufacturer narrative:
An attempt to reproduce the reported issue was not performed as it was confirmed through previous issue references. The software successfully adhered to the specified requirements and performed in accordance with expectations as referenced in the 'sw requirement document' field. We were unable to conduct a thorough investigation due to lack of application diagnostic logs necessary to perform a comprehensive analysis. Without access to the required data, we are unable to identify a definitive root cause of the issue. Most likely the issue is related to one of these issues: gatt undefined errors coming from the ble stack. Supervisortimeout errors. Loss of bonding after 30 seconds due to the pairing prompts not being accepted. Issue unknown. Recommendation steps: settings > general > iphone storage > minimed mobile > delete app. By performing this step the customer will remove all the cached information related to the app. Remove the pump from the ios bluetooth settings. Restart the phone. Install the minimed mobile app. Wait 10 minutes. Open the app and attempt pairing again. Also the logs that we got are analytics logs can you please help customer to upload diagnostic logs (menu > about > diagnostic logs > upload logs). This will help us in analyzing the issue better and provide appropriate recommendation steps. Helpline dint provided any response on the recommendation steps shared. We are proceeding to close the ticket if customer still face issue we request helpline team to reopen the ticket. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.